Manufacturer narrative:
No customer product was returned to immucor for immucor investigation. The immucor laboratory had previously tested retention product on (B)(6) 2015, which had performed as expected. After repeated attempts, immucor technical support could not obtain any differentiating discrete information at all, from the customer site, about any of the four (4) blood samples. Therefore, the four (4) undifferentiated blood samples, which happen to have the same antibody (anti-e) in question, are reported under this one (1) record.

Event description:
On (B)(6) 2015, an immucor employee (while at the customer site) reported an unexpected negative antibody identifications when using capture-r ready-ID when used on a galileo echo.